Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient had poor or no telemetry with recharging. The patient reported the last time they were able to successfully recharge was 9 months to a year ago. The patient was redirected to their healthcare professional (hcp) to restart their ins due to possible overdischarge. The patient reported having back pain that was on and off but was really hurting lately. The patient reported they take a low dose of vicodin and use cream for the pain.